Manufacturer narrative:
An event regarding an alleged packaging issue involving a trident shell was reported the event was not confirmed. Method & results: device evaluation and results: although the device was returned, the packaging was not provided for evaluation. Medical records received and evaluation: does not apply as the compliant pertains to product packaging. Device history review: review of the device history records indicate 12 devices were manufactured and accepted into final stock on 28 mar 2015 with no reported discrepancies. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed because the product packaging was not returned for evaluation and insufficient medical information was provided. If the product packaging and/or additional information are received, this investigation will be reopened and re evaluated.

Event description:
It was reported that when tech was opening package to get cup, the tech said the packaging was faulty, and the cup fell on the floor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when tech was opening package to get cup, the tech said the packaging was faulty, and the cup fell on the floor.